Manufacturer narrative:
Lot: this is a summary report for lot# 18j020, 18d036, 18a047, 18h029, 18k034, 18j022 and 18e027. Of the seven reported events, all seven units were received at the plant for evaluation. Visual inspection on the units revealed that the bladders had been ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed on any of the units. The reported condition was verified for all seven samples. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. It was reported that the bladder of seven small volume infusors ruptured during fill. All seven events did not involve a patient. No additional information is available.